Manufacturer narrative:
Advanced bionics considers the investigation into this reportable event as closed. The external visual inspection revealed the electrode was severed near the array and cut silicone overmold was observed near the fantail region prior to receipt. These are believed to have occurred during revision surgery. The device passed the photographic imaging inspection. System lock was verified. The electrode condition prevented an electrical test from being performed. The device passed the electrical and mechanical tests performed. This device was explanted for medical reasons. The device passed the tests performed. This is the final report.

Event description:
The recipient reportedly experienced an infection believed to be related to a skin allergy. The recipient underwent flap revision surgeries in (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018. Following each revision surgery, the infection resolved and then recurred. On (B)(6) 2019, the recipient's device was explanted. The recipient's infection has resolved.

Event description:
The recipient reportedly experienced an infection believed to be related to a skin allergy. The recipient underwent flap revision surgeries in (B)(6) 2017, (B)(6) 2017, and (B)(6) 2018. Following each revision surgery, the infection resolved and then recurred. On (B)(6) 2019, the recipient's device was explanted. The recipient's infection has resolved.